Manufacturer narrative:
Batch review performed on 21 march 2019: lot 161489: 89 items manufactured and released on 21-apr-2016. Expiration date: 2021-04-10. No anomalies found related to the problem. To date, all the items of the lot have been already sold without any similar reported event additional implants involved: gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988)lot 162481: (B)(4) items manufactured and released on 01-jul-2016. Expiration date: 2021-06-09.no anomalies found related to the problem. To date, all the items of the lot have been already sold without any similar reported event gmk-sphere 02.12.0004r femoral component sphere cemented size 4 r (k121416), lot 160988: (B)(4) items manufactured and released on 04-apr-2016. Expiration date: 2021-03-15. No anomalies found related to the problem. To date, (B)(4) items of this lot have been already sold without any similar reported event gmk-sphere 02.07.f11030 primary extension stem ø11mm / l 30 mm (k133630) lot 155776: (B)(4) items manufactured and released on 28-dec-2015. Expiration date: 2021-11-21. No anomalies found related to the problem. To date, (B)(4) items of this lot have been already sold without any similar reported event gmk-sphere 02.12.0410fr tibial insert fixed sphere flex size 4/10 mm r (k121416) lot 157604: (B)(4) items manufactured and released on 15-mar-2016. Expiration date: 2021-03-01. No anomalies found related to the problem. To date, all the items of this lot have been already sold without any similar reported event clinical evaluation performed by medical affairs manager: late infection in cemented tka, 2.4 years after primary operation. Infection is a known possible adverse event following every surgery, including tka's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Event description:
On (B)(6) 2019 we were informed about a patient with a 6 weeks history of inflamed knee and some antibiotic therapy: the wound had been debrided and antibiotic pellets had been inserted in soft tissue. The patient presented to the surgeon with a sinus over lateral tibia and aspirate of knee joint has grown staph epidermis. On the next day, 2 years and 4 months after primary, all components were removed and an antibiotic spacer was inserted.